Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 2.50x16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified a complete break at 730 mm distal to the strain relief. Multiple hypotube kinks were also identified. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 03-feb-2021. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in the severely calcified left anterior descending artery. A 2.50x16mm promus element plus drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion even after multiple attempts. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a shaft detached.